Event description:
Reportedly, there was a migration of the device out of the cochlea. The device was explanted. This report refers to 9710014-2021-00016. For further information please refer to this report.